Event description:
It was reported that, "ceramic on ceramic wear and osteolysis was suspected via x-rays so the pt was revised."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.